Event description:
The manufacturer received information alleging service required code related to circuit disconnect and test failure. There was no harm or injury reported. The device has been returned to a third party service center. The device evaluation is not yet complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging service required code related to circuit disconnect and test failure. There was no harm or injury reported. The ventilator was returned at the third party service center for evaluation and the customer's complaint was not duplicated. The device's oxygen blending module was recalibrated to address the issue. The device operated and alarmed as designed.